Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient underwent revision surgery on (B)(6) 2013 due to non-union. The femur canal was reamed with a standard medullary reamer up to 11.0mm and then with ria in order to get bone marrow for bone grafting the tibia. A 12.5mm reamer head was used in conjunction with a 520 tube assembly. The locking clip came off and fell down, the ria shaft and the 520mm tube assembly got disassembled. The surgeon removed the ria from the femur canal, he fixed again the ria shaft and the tube assembly to start again to ream. During reaming the 12.5 reamer head broke while it was in the femur canal. Ball tip guide wire was used to remove everything. The breakage was at the level or close to the flaps of the reamer head that snap into the tube assembly. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The suppliers certificate of compliance (dated april 23, 2013) indicates the parts were manufactured to p/n 314.746, revision k and met the required specifications. The lot was inspected to the synthes incoming final inspection sheet number ns014813, revision c (dated may 7, 2013). There were no mrrs, ncrs, or other complaint-related issues associated with this lot. The investigation could not be completed; no conclusion could be drawn, as no product was received.